Event description:
It was reported that the patient presented to in clinic follow up with chest pain. It was discovered through imaging that the right ventricular lead had perforated the cardiac tissue. The lead exhibited loss of capture and a change in r-wave sensing amplitude. The lead was repositioned on (B)(6) 2023. The patient was stable.